Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and found that the circuit breaker from a network box was down. The analysis of the system log file found that the system loses mains power, and the uninterruptible power supply (ups) takes over and eventually becomes empty. Upon further troubleshooting, it was determined that the problem was with the mains power supply to the system, which was an issue at the customer's side, preventing the system from being turned on. When the customer's power supply issue was resolved and the network grid was reset, the system started up normally. There were no system difficulties, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was unable to boot up successfully due to a lack of power to the system. The system was not receiving power as a result of an open circuit at the hospital mains circuit breaker. It was confirmed that the this was the result of a user error involving the hospital mains not the system itself. There is no indication that the system malfunctioned, and the issue was resolved once the hospital's mains was reset. Therefore, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.